Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred during a left circumflex artery intervention. The 2.8 x 19 mm graftmaster stent was advanced into the patient anatomy; however, due to the patient anatomy, the device was unable to cross. Additional balloon dilatation was performed to seal the perforation. No additional information was provided.